Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. The lead exhibited high pacing threshold measurements during follow up and it was also reported "twitching" due to the dislodgement. The lead dislodgement was confirmed by fluoroscopy and the patient underwent surgical intervention to replace the lead. It was mentioned that there was no concern related to impedances or other issues but the physician decided to replace the lead instead of repositioning. No additional adverse patient effects were reported. The lead is not expected to return.